Manufacturer narrative:
One device was returned for evaluation. The service history review found the device had not been serviced in the past. Visual tests were performed and confirmed a damaged downstream occlusion (dso) sensor and battery compartment. The reported problem of ec 44,508 was not duplicated, however, on review of the event history log, evidence of multiple high alarms ¿cassette not attached properly¿ on (B)(6) 2023 were identified. The cause of the reported problem was an intermittent downstream occlusion sensor. The dso sensor, battery compartment, and dso seal was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had an error code 44508, cassette alarm error & battery compartment/ downstream occlusion damaged. The event happened during testing. There was no patient involvement.